Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. The patient was seen in clinic, and normal impedances were observed. The physician plans to do defibrillation threshold (dft) tests in the coming months. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.